Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high thresholds and noise oversensing. Subsequently, the ra lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the suspected root cause of the high thresholds and noise oversensing was an right atrial (ra) lead insulation breach. However this was not confirmed visually. The ra lead was surgically abandoned. No additional adverse patient effects were reported.